Event description:
One (1) week post tah procedure the patient had elevated liver enzymes and developed jaundice. Additionally, her physician indicated that the infusion pump was suspected to have flowed too fast in this incident.